Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the heater line of the homechoice cassette had disconnected from the heater bag. Renal therapy services assisted the patient to remove the supplies and advised to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.